Manufacturer narrative:
This patient used glaucoma treatment agent before the treatment of cataract, and continues to use it now. Sight of patients examined on (B)(6)=>rv 0.3(1.5p xs-2.0)". (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a ks-1 aq2017v 15.5 intraocular lens, +15.5 power into the patient's eye on (B)(6) 2018. The surgeon reports fibrin deposition and anterior chamber pus. This investigation is on-going and the lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The event occurred in the right (od) eye. On (B)(6) 2018, fibrin was observed at capsular under the iris, along with anterior chamber pus. Endophthalmitis is noted by the surgeon. No culture was performed "since fibrin and anterior chamber pus were not heavy." The anterior chamber was washed out and "a-vit was performed since it looked like fibrine was not extended to the eye ground." Antibiotic injection was given. As of (B)(6) 2018 the fibrin and anterior chamber pus disappeared and the vision is better.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional data: additional information: reporter states: "the symptoms of patient are lightening or recovering. Also, since there is no abnormality in bcva of patient, it is considered that va (vision without correction) is not influenced by any symptoms but a factor of the doctor side is involved (target vision or refractive surprise etc)". (B)(4).